Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed/replicated the customer reported complaint plastic melted at distal tip near grasper/wires. The fenestrated bipolar forceps instrument was found to have thermal damage on the side of the yaw pulley. No other damage was found.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, melted plastic was observed at the distal tip near the grasper/wires on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information from the site: the melting did not occur during the procedure. The operating room (or) staff was setting up the procedure and found the plastic was already melted at setup when they were first trying to make it work. The customer did not use this instrument for the procedure. The customer indicated the melting likely occurred during reprocessing. There were no sparks and no signs of arcs during the procedure. Patient was reported to be fine with no issues.